Event description:
The physician attempted to introduce the penumbra neuron delivery catheter 070 into the rhv using the peel-away sheath, but the catheter would not go through the sheath. The product was not used, and another neuron 070 was used without incident.

Manufacturer narrative:
Conclusion: this device is available for return and a f/u MDR will be submitted upon completion of the investigation. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.